Event description:
It was reported that the device got stuck with the wire. A 2.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the insertion, the device got stuck with a non-bsc guidewire, the wire did not come out from the outlet of the balloon, and it was extremely stiff, making it unusable. Both devices were removed as a single unit, the procedure was successfully completed with another of same device. There were no patient complications.